Manufacturer narrative:
Date sent to FDA: 10/29/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2008 and a mesh was implanted. Additional information was provided that the patient experienced ¿a high grade partial bowel obstruction¿ which was repaired on (B)(6) 2009. It was further reported the mesh ¿affixed across the entire lower abdomen¿ and ¿3 or 4 exposed tacks¿ were found in the region. These tacks were removed and extensive lysis of adhesions and enterolysis was performed from the mesh and anterior abdominal wall. It was reported the patient experienced or continues to experience severe pain, constipation, recurrent hernia defects, nausea, chills, fever, inflammation, sleeplessness and loss of energy. It was reported that the patient underwent a mesh removal on an unknown date. No further information provided at this time.